Manufacturer narrative:
A portion of the lead was later returned for analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the proximal segment was returned, severed approximately six centimeters (cm) from the terminal end. A thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis of the lead segment did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 2500 ohms, intermittent loss of capture, noise, and oversensing. The patient was experiencing vertigo type symptoms. Technical services (ts) referred the patient to their physician. No adverse patient effects were reported. The lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the physician suspected a lead fracture. The lead was also exhibiting oversensing of right atrial (ra) signals, resulting in pacing inhibition. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 2500 ohms, intermittent loss of capture, noise, and oversensing. The patient was experiencing vertigo type symptoms. Technical services (ts) referred the patient to their physician. No adverse patient effects were reported. The lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 2500 ohms, intermittent loss of capture, noise, and oversensing. The patient was experiencing vertigo type symptoms. Technical services (ts) referred the patient to their physician. No adverse patient effects were reported. The lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the physician suspected a lead fracture. The lead was also exhibiting oversensing of right atrial (ra) signals, resulting in pacing inhibition. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.